Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to recurring infection. The patient has a medical history of wound healing anomalies. At explant the physician reported this may have been linked to a superficial location of the associated electrode suture sleeve. No return of product is expected and no new system will be implanted until complete infection resolution. No other adverse patient effects were reported.